Event description:
It was reported that approx. 55 months after the implantation the patient received inappropriate shocks and was admitted to the hospital. The fluoroscopy showed no damages on the lead. The tachycardia therapy was switched off. The patient has been monitored and scheduled for the next follow-up.

Manufacturer narrative:
This lead was explanted on (B)(6) 2020. Upon receipt the lead was found cut 23 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. An explantation aid was still inserted in the distal lead fragment. The performance of the lead was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the distal lead fragment. In particular 59.5 cm distal to the is-1 connector pin the insulation was found damaged due to wear. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages it is assumed, that the lead was significantly ingrown at both shock coils which may have affected the leads motion. Further damages like the deformed right ventricular and superior vena cava shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.